Event description:
It was reported that during a da vinci-assisted surgical procedure the wire of the large needle driver instrument frayed and broke inside of the patient. Reportedly, the fragments were retrieved during the same procedure. The procedure was completed. Intuitive surgical, inc. (Isi) attempted follow-up to obtain additional information. However, no further details had been received as of the date of this report.

Manufacturer narrative:
Although the complaint was not confirmed by failure analysis since the product was not returned, the information gathered indicates that the device may have contributed to the customer reported issue.